Manufacturer narrative:
Per the clinic, the patient experienced swelling following a head impact sustained on (B)(6) 2026. The patient subsequently developed redness and infection at the implant site and was treated with oral antibiotics (specific date and duration not reported). It was also reported that fluid and pus were present around the incision site. Subsequently, the patient underwent wound debridement procedure under general anesthesia on (B)(6) 2026, followed by another one-week course of oral antibiotics. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of this date of report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced swelling and redness at the implant site subsequent to sustaining head impact on (B)(6) 2026. An infection (pus and purulent discharge) had developed at the implant site and the patient was treated with oral antibiotics. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2026 to clean the wound and the patient was once again treated with oral antibiotics for a course of one week. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of this date of report.